Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment information was not provided. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis not reported. The outcome of the event was not reported. Dianeal therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: on an unreported date, the patient experienced fungal peritonitis. Should additional relevant information become available, a supplemental report will be submitted.